Event description:
In 2008, intraaortic balloon pump placement in the right femoral. About 3 days later, physician attempted to remove the intraaortic balloon pump balloon. Upon deflation, unable to remove more than approx 2/3 of balloon. Pt to surgery for removal of device. Obstruction of the intraaortic balloon in the right femoral artery determined.